Manufacturer narrative:
(B)(4).

Event description:
Product was received from an unidentified location with no documentation of the incident. This device was received with tissue clamped in the jaws indicating the jaws were resected from tissue. Attempts to determine the source of the product were unsuccessful.